Event description:
A pt reported experiencing inaccurate low results with a surestep meter. The pt's blood glucose results were 2.2 mmol versus 5.0 mmol meter to lab. Tests were done within 10 minutes with a difference of 2.8 mmol. Pt did not experience any adverse events. No further info has been reported.